Manufacturer narrative:
The hillrom technician found the left siderail cable needed to be replaced. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in october 2019. It is unknown if the facility performed any other preventative maintenance on this bed. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Replace parts as necessary. The technician replaced the left siderail cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed was raising on its own (self run). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).